Event description:
Per the clinic, the patient experienced skin flap infection at the implant site (date not reported). Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported). The patient also underwent multiple fluid aspiration (date not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached.